Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a diode on the system board. The system board will be replaced to remedy the report and the dock connector will be replaced as part of the repair process. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by zoll staff, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.